Event description:
The pt complained of not hearing as well as she had previously. An otoscopic exam showed the tympanic membrane was severely retracted. The surgeon inserted a ventilation tube into the tympanic membrane. Several weeks later the pt again complained of not hearing well. Psychophysical testing suggest that the electrode array has partially migrated out of the cochiea. Surgical intervention had not been scheduled as of the date of this report.